Event description:
Anesthesia resident was inserting an epidural for pain control during labor. On first attempt unable to thread or pass the catheter (rf106905) through the needle. It appeared that something was blocking passage of the catheter. A second epidural kit with new needle and catheter was used without difficulty.======================manufacturer response for epidural catheter, arrow epidural catheterization kit with flextip pluscatheter (per site reporter).======================letter was sent.